Manufacturer narrative:
Sorin group received a report that the tip of the rigid tip suction wand cannula was detached and left behind in the left atrium during the procedure. The tip was removed from the patient as soon as it was discovered that the tip was detached. There was no report of patient injury. Two suction sump cannula and one suction sump tip were returned for investigation. Visual inspection of the two cannula confirmed that the tip was missing from both units. There was strong evidence of adhesive present on both returned units. Visual inspection of the returned tip found that it appeared to have been torn off of the rest of the tubing. Thirty rigid tip suction wand cannulae were pulled from three different lots from inventory for pull testing. All units sustained pull forces higher than the specifications for the product (10lbf) prior to failure of the device. The device history record for the reported lot number documented a pull force of 21.41lbf during in-process testing. The device was determined to meet all applicable specifications and a root cause for the issue could not be determined. Although no defects were identified, several updates were made to the documentation (final assembly instructions and shop order detail) for this product to ensure adequate and consistent adhesion application.

Manufacturer narrative:
Patient information not provided. Sorin group received a report that the tip of the rigid tip suction wand cannula was detached and left behind in the left atrium during the procedure. The tip was removed from the patient as soon as it was discovered that the tip was detached. There was no report of patient injury. The device has been requested for return to sorin group USA for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the tip of the rigid tip suction wand cannula was detached and left behind in the left atrium during the procedure. The tip was removed from the patient as soon as it was discovered that the tip was detached. There was no report of patient injury.